Event description:
Pt dialyzed full treatment and later the same day went via ambulance from nursing home to hosp. The pt died in hosp. Initial diagnosis was sepsis. After 2 deaths occurred in the same dialysis unit 4 days following the initial event, it was thought that this death might also be dialyzer related.